Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, the distal staple line was incomplete. They replaced the product to resolve the issue in order to complete the case. There was no patient injury.